Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7.5 cm distal to the is4 connector pin (into 2 segments). All fragments were received for analysis. The insulation was found squeezed and the conductor coil fractured 41.5 cm distal to the is4 connector pin. The fracture can be assumed to be the root cause of the observed increased pacing impedance. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, the conductor coil was found bent 73.5 cm distal to the is4 connector pin and several cuts into the insulation were found. These damages most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to impedance increase. Should additional information be received, this file will be updated.